Manufacturer narrative:
Upon visual inspection the sockets of the motor were burnt which can cause a higher impedance at the connection between the console and the handpiece. This higher impedance can give false run signals to the console as observed in this event.

Event description:
The tps universal driver was sent in for eval because it was running on its own without activation during a procedure. A readily available alternate device was used to complete the procedure without any procedure delay. No adverse event was associated with the device.